Event description:
The customer reported a pacer failure during testing.

Manufacturer narrative:
(B)(4). The customer reported a pacer failure during testing. The device was evaluated by philips. The symptom was verified. The power pca was replaced to resolve the issue.